Event description:
Pt reported that they had a high blood glucose episode. Pt unsuccessfully attempted to lower blood glucose by delivering multiple boluses. Pt was admitted to hosp for treatment (IV and insulin injections). Pt reported that they would be released from hosp in 2004.